Manufacturer narrative:
Patient identifier, age or date of birth, and weight not available for reporting. PMA 510k: this report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Implant date: date of implant reported as approximately two weeks prior to explant. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was being returned to the operating room for a revision surgery on (B)(6) 2017. The patient was implanted with a short trochanteric fixation nail (tfn), a helical blade, and an unknown distal locking screw to treat an unknown femur fracture approximately two weeks prior to explant. On an unknown date postoperatively, the patient fractured their femur below the already implanted device. All three devices were removed intact and without difficulty. No surgical delay was reported. The surgeon revised the patient using a longer tfn construct along with four unknown cables. The revision was completed successfully and the patient was reported to be stable. This report is for one (1) unknown locking screw. This is report 3 of 3 for (B)(4).